Event description:
The following information was provided by the initial reporter: it was reported that there was a downflow alarm and an issue with switching the alarm button. There was unknown patient involvement and unknown patient harm/adverse event reported. The following information was provided by the investigation: inaccurate temp. Readings observed due to faulty thermistor.

Manufacturer narrative:
B3. Date of event: unknown. No information has been provided to date. Investigation summary: the device came in for "no disposable" alarm and no down flow, returned as repeat repair. Customer complaint not verified, no alarm activates, and the water flows as intended. Inaccurate temp. Readings observed due to faulty thermistor, should have been addressed when repaired in oct. Of 2024. The device passed tests after repairs were performed.